Manufacturer narrative:
The returned sample was visually examined to confirm issue. The "breakage" issue was confirmed with the returned sample; however, due to the condition of the sample, it was not possible to confirm the "leaking" issue. The microscopic enhancement at the area of separation revealed uneven jagged edges. This is an indication of undue stress to the catheter. User related issue. The review of the device history records showed that the product was manufactured according to specification and documented procedures. The inspection reports showed no failures or indications of a potential problem related to the reported failure of leakage/breakage. Comparing the problem description and the results of sample evaluation to the risk management documentation and the instructions for use, the issue of leaking could be due to either the failure to adequately secure the catheter "hub" to the patient or the application of the adhesive to the catheter tubing while the issue of breakage most likely was due to excessive tensile strength applied to the catheter when attempted the removal of the catheter. Additional potential contributors to the failure may be excessive pressure used when flushing, use of small volume syringes, force flushing when resistance is encountered, the exposure to alcohol solutions and misuse/mishandling. Either potential failure modes could result in catheter leakage/breakage. The proper techniques for catheter securement are listed in the instructions for use. The IFU also cautions of "never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing."

Event description:
Catheter broke apart at the purple strain connection during first swipe with betadine.